Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that a patient's atrial lead presented with a malfunction due to lead dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2014. The patient status following the operation was unknown.

Manufacturer narrative:
Correction: b5, d4 expiration date , and h4.

Event description:
It was reported that a patient's atrial lead exhibited a malfunction. The lead was explanted and replaced in a procedure on (B)(6) 2014. The patient status following the operation was unknown.